Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was taking seizure medication which caused customer to go into a coma and had to be hospitalized. Issue occurred in (B)(6) 2016. Customer declined transfer to helpline.